Event description:
While on site for a scheduled service visit, a hospital nurse reported that during an ear, nose and throat procedure which took place on or near (B)(6) 2009, there was a sudden movement of the table top to either the left or right (exact direction of the movement was unk.). Although, the pt's torso was strapped to the table, the movement was sufficient to cause pt's leg to slide off table top. No injury resulted from this incident; the table was reset, and the procedure was able to continue uninterrupted after the event. (B)(4).

Manufacturer narrative:
Maquet inc service checked the table for any mechanical issues (e.g. Bad check values, hydraulic leaks, controller box failure, etc.) None could be found. The service technicians made multiple attempts to reproduce the failure but could not do so. Hospital staff could not conclusively rule out the possibility of operator error at the time of the event. The table was under a maquet inc. Service agreement prior to and at the time of the incident which was identified during the final service call. Currently, the table is not under a service agreement with maquet inc. A review of the service logs for the previous two years found no reports of any mechanical issues consistent with the alleged movement. The table involved in this incident was manufactured by (B)(4) in 1995. Manufacturing of these tables has since stopped. Currently, the manufacturing site in (B)(4) is in the process of being closed down and the product complaints for (B)(4) product going forward are being processed by the maquet inc. ((B)(4)) sales and service unit (first importer) in (B)(4).